Event description:
Literature report: another country formed a task force looking at the acanthamoeba keratitis (ak) infection rate. They surveyed all cases in a foreign country and the hospital from 1996. A number confirmed cases of ak were reported (the first was reported in year 2000). Of the number of cases, data available on contact lens solution from 14 pts showed 9 pts were using complete brand. Investigation is still on-going by the task force to collate data from two hospitals. In addition, they are looking at correlation of ak with: 1. Which brand of complete solution. 2. Market data of contact lens care solution in three countries. 3. Type of contact lens used. Whether the pt rub their lens during cleaning stage. Whether pts travelled oversea prior to ak infection. We will contact the author for further information.

Manufacturer narrative:
Amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the u.s. Centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as a MDR. The relationship, if any, of the device to the reported incident / adverse event is unknown. The literature report implied an association between the amo device and the reported event. Root cause has not been established.